Event description:
It was reported that the iab was inserted in the patient for two days. Then the pump began to alarm and blood was noted in the helium tubing. Because of this, the iab was removed. There were no associated patient complications.